Event description:
The customer reported having problems with the vtach alarm. They stated that when the alarm is silenced, it will not re-alarm. A patient was being monitored and the alarm had been silenced. The patient remained in vtach for about 15 - 20 minutes, but the alarm never reset and sounded. The patient expired. The customer stated that the unit alarmed for one second and then re-silenced itself. The customer declined to give any information on the patient.